Event description:
It was reported the patient¿s trial worked at first but didn¿t work for the last part. The patient stated their healthcare provider told them it was because one lead wire got pulled and that affected it.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).